Event description:
Info was received that reported a patient was hospitalized in 2008, due to an incident of hyperglycemia. The reporter states that before the patient went to bed, her blood glucose was 193 mg/dl . She awoke around 4:00am and her blood glucose was >500mg/dl. She went to the hospital around 9:00am. She was admitted to the hospital and treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No perational or functional failure was detected and the product was within specification.